Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The customer complained that the needle retracted slowly after button activation. Was affected product used on a patient? No.

Manufacturer narrative:
The complaint of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. One photograph and 20 unused 20g insyte autoguard units from lot #4281723 were provided for investigation. A functional test revealed that the retraction time of some needles exceeded the specification. The retraction time appeared to be associated with the dispersion of gel that was added around the spring. A trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.